Event description:
It was reported that he customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus via the pump was delivered to address elevated bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.